Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands, proximal bond, inner shaft and outer shaft were microscopically inspected. Inspection revealed inner shaft buckling and a small perforation at 48mm from the tip of the device. Functional testing consisted of attaching an inflation device filled with water to the hub of the nc quantum apex. When pressure was applied, water was found to be streaming from the perforation in the inner shaft. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during initial inflation at 13 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 12mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, during initial inflation at 13 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.